Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the product received in good condition with no visible damage observed. The gold booted system booted up properly with no failures observed, however when attempted run the pullback functions, the motor drive not responding to stop from the touch panel, the motor drive only can be stopped manually from the motor drive. Also were issues with recording when pullback was on process. The units failed polaris basic functions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification for this complaint is designated as component (unknown cause). The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. Bsc ID #(B)(4), tw #(B)(4).

Event description:
Same case as 2134265-2017-12208 and 2134265-2017-12209. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the function was not stable and it froze repeatedly. However, after the functional test during an actual case it froze in the pullback screen with (stop:0x0000007a) error was displayed. It also froze during archived and after measurement. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
Same case as 2134265-2017-12208 and 2134265-2017-12209. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the function was not stable and it froze repeatedly. However, after the functional test during an actual case it froze in the pullback screen with (stop:0x0000007a) error was displayed. It also froze during archived and after measurement. No patient complications were reported.